Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a trigger finger hand surgery on (B)(6) 2012 and suture was used. Five days after surgery, the patient reported that she experienced a very bad reaction. The patient experienced unnecessary suffering from injury, pain, additional medication, and extended sick-leave. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.